Manufacturer narrative:
6/10/97-supplemental report #1 submitted to FDA.

Event description:
During a lung resection procedure, the approximating lever broke. The surgeon applied another device. The hosp reported that no pt injury had occurred.